Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and no delivery alarm. Blood glucose level at the time of the incident was 482 mg/dl. During troubleshooting for no delivery alarm, the infusion set had a bent cannula. The troubleshoot for high blood glucose was not completed as call was disconnected. The insulin pump will be replaced, and customer not agreed to return the product for analysis.